Event description:
The manufacturer became aware of a literature published by the ¿bg trauma hospital hamburg, germany¿. The title of this report is, ¿an electronically instrumented internal fixator for the assessment of bone healing¿, published on (B)(6) 2016, which is associated with the stryker ¿t2 femoral nailing system¿. The article can be found at https://doi.org/10.1302/2046-3758.55.2000611. This report includes an analysis of the clinical data that was collected on 1 patient. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced nonunion after primary osteosynthesis and after dynamisation, requiring revision. The report states, ¿ a (B)(6) patient was treated with the instrumented internal fixator for a nonunion 15 months after primary osteosynthesis with a t2 femoral nail and 12 months after dynamisation. ¿

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged nonunion, requiring revision, could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Manufacturer narrative:
This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of nonunion after primary osteosynthesis, requiring revision, could be confirmed from the available information and x-ray in the literature study. A single-plane x-ray was provided which was not sufficient to make a sound statement, but a formal medical opinion was sought from which it can be determined that the current age of the patient is a typical age for a high impact/velocity trauma leading to complex fracture patterns. There are no obvious mistakes that can be detected from the x-ray. It appears as if the patient was treated well. This statement must be given with the limitation that there is only one x-ray plane available after the initial operation and the dynamization. The context of the fracture is unknown and there is no medical history of the patient or any further information available. Hence, there is no obvious root cause for the event while a cause could potentially be detected with additional clinical information (maybe soft tissue involvement, or comorbidities (although not very likely regarding the young age of the patient)). More detailed information about the patients as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿bg trauma hospital hamburg, germany¿. The title of this report is, ¿an electronically instrumented internal fixator for the assessment of bone healing¿, published on may 25, 2016, which is associated with the stryker ¿t2 femoral nailing system¿. The article can be found at https://doi.org/10.1302/2046-3758.55.2000611. This report includes an analysis of the clinical data that was collected on 1 patient. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 1 patient experienced nonunion after primary osteosynthesis and after dynamisation, requiring revision. The report states, ¿ a 33-year-old patient was treated with the instrumented internal fixator for a nonunion 15 months after primary osteosynthesis with a t2 femoral nail and 12 months after dynamisation. ¿